Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower did not show the patient orders, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing in pyxis. A technical support specialist (tss) advised the user to contact the active directory (adt) team or pyxis admin to delete the visit type marked as "temporary" and retain the entry that showed the visit type as "adt." The user acknowledged and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.